Manufacturer narrative:
Updated incident description.

Event description:
Allegedly, the patient was revised due to failure of the modular neck at the neck/stem junction taper (fractured neck). The revision operative notes also lists, "moderate metallosis (no pseudotumor)" as an intraoperative finding.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to metallosis (no pseudotumor) and the failure of modular neck at the neck/stem junction taper (neck broken).

Manufacturer narrative:
Addition of the remedial action related to product number: pha01254.